Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the eri message was shown on the patient¿s programmer. As a result, the patient underwent surgical intervention on (B)(6) 2019, wherein the patient¿s ipg was explanted and replaced.

Event description:
It was reported that therapy has been restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.